Event description:
It was reported that the pacemaker alerted due to right ventricular (rv) pace impedance greater than 3,000 ohms. The out-of-range impedance triggered the lead safety switch which automatically switched the programming configuration from bipolar to unipolar. The physician was informed. The pacemaker and rv lead remain in service and no adverse patient effects were reported.